Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was clenz and originated from the tubing near the blood sampling valve (bsv) inside the instrument. The volume of the leak was several milliliters and was not contained within the instrument. The instrument was performing the shutdown procedure when the leak was identified. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer identified the source of the leak. Tubing 208 became disconnected from port 8 on the blood sampling valve (bsv). The customer reattached the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).